Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported that about a week ago, the patient was feeling a lot more pain in his ¿back lumbar area.¿ the patient mentioned his stimulator was implanted to help with sharp lumbar pains, which the patient reported the pump had been helping with. The patient¿s pump was refilled on (B)(6) 2019 and now the patient felt relief from the lumbar pain, noting that he could ¿feel a huge difference today.¿ yesterday at the patient¿s pump refill, the patient¿s healthcare provider (hcp) told him that the pump was empty and had been empty for a couple of days. The patient did not hear any pump alarms. The event date was (B)(6) 2019, about a week ago. It was noted the patient did not have a managing hcp and has a physician assistant that fills the pump. The patient had a follow-up appointment with his hcp in two weeks. It was also reported the patient was getting treated for nerve pain, noting that his hcp added a new medication to the pump on (B)(6) 2019 to help treat it. It was noted prior to his pump refill on (B)(6) 2019 the only drug in his pump was morphine. The patient did not know the dose or concentration of the morphine. His hcp added another medication (drug name asked/unknown) to the pump when it was refilled yesterday, which was intended to help with the nerve pain. The patient did not know the dose or concentration of the new drug in the pump. No further complications were reported/anticipated or expected.